Event description:
Reporter alleged her front left tooth crumbled a few days after using it to open a bottle of aviva control solution. Reporter stated she went to the dentist and had her tooth filled for treatment. No other actions were reported taken or treatment received. A request was made for the return of the device and replacement product was sent.